Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The heater cooler system 3t in this report is being used for validation of a deep disinfection procedure conducted by a third party provider. Water samples taken by an independent laboratory prior to the deep disinfection procedure identified that the unit was contaminated with mycobacterium chimaera. The device was stored in a warehouse location for an extended period of time before being transferred to the validation site. No information was received about the routine maintenance of the device, or maintenance of the device while in storage in the warehouse. The device was not in use in a hospital. Following the deep disinfection procedure, the device is currently in quarantine until livanova (B)(4) receives clearance of the validation of the deep disinfection procedure in USA. A review of the DHR did not identify any deviation or non-conformity relevant to the reported issue. Corrective actions are in progress for this issue. Device was not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera and mycobacterium chelonae. There was no known patient involvement.